Event description:
A pt with chronic back pain, l4-l5 disc degeneration and status post l4-l5 nucleoplasty x2 scheduled for charite' artificial disc implantation procedure in 2005. During the implantation process the following events transpired: during the trial placement process, trial #5/7.5 degree fractured into several pieces (trial #ds 2891-35-075, ce0904jj). After endplate/core insertions and verifying final position prior to closure, a small metallic free- floating fragment was noted on fluoroscopy. This metallic fragment corresponded, on fluoroscopy, to the missing middle cephalad tine on endplate #5/0 degree (lot #wl044c062). The metallic fragment was captured through repeated irrigation of the disc space. Post procedure, the midline marker pin was noted to have two scratch-type deformities on the surface of the pin.